Manufacturer narrative:
Batch review performed on 25 february 2019: lot 165688: (B)(4) items manufactured and released on 25-jan-2017. Expiration date: 2022-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. An additional item was involved in the complaint. Liner: versafitcup dm 01.26.2858mhc double mobility hc liner ø 58/28 lot. 176667 (k092265): (B)(4) items manufactured and released on 16-jan-2018. Expiration date: 2023-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after one month and half from the primary due to signs of infection (pathogen unknown). The cup and liner have been explanted (an antibiotic spacer was implanted). The surgery was completed successfully.